Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the user was working out. The user's blood glucose level was not impacted. There was a delay in clearing the alarm; however, insulin delivery was resumed.